Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was breakage such as disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Available information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10.

Event description:
Addendum feb 7, 2023: there was no patient involvement in the customer reported event.

Event description:
Customer returned the device for evaluation and repair for an issue of image noise and vertical stripes observed in the image. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that the device yielded no image. Only an image noise was observed. This is attributed to the damage on circuit board of video plug section, cut on the charge couple device (ccd) cable, and damage to the ccd unit. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. Only an image noise was observed. This is attributed to the damage on circuit board of video plug section, cut on the charge couple device (ccd) cable, and damage to the ccd unit. Other observations for the device: adhesive of distal end rubber coating (a-rubber) has a chip; switch (sw) sw1 has discoloration; a-rubber, video connector, control unit, sw1, grip, up/down plate, right/left plate, universal cord, video cable, light guide cover glass, light guide connector, and video connector have a scratch. The user¿s complaint of image noise was confirmed; however, the noise was accompanied by no image received. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.